Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, successfully resumed insulin delivery, and was advised by technical support that pump was included in a field correction, that contact information and notice would be updated and resent with form completion on customer¿s behalf, and to call back if malfunction code recurred, which customer acknowledged and understood.